Event description:
A stryker painpump was placed following a left shoulder surgery for a rotor cuff tear. The catheter broke when trying to remove the catheter in the physician's office. The pt was sent to the operating room to remove the retained catheter. The pt was placed in an observation bed and given IV antibiotics.